Manufacturer narrative:
Event summary: visual inspection of the mapping catheter 990063-020 / 214660185 showed that the catheter was kinked on loop and pebax tube was ribbed. The catheter failed the test due to kink on loop (mishape) and pebax damaging. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported shaft kink issue has been not confirmed through testing. The catheter failed the returned product inspection due to kink on loop (misshape) and pebax was ribbed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter kinked when attempting to insert it into the balloon catheter. The mapping catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter kinked when attempting to insert it into the balloon catheter. The mapping catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.